Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked. Event history log review was performed and found no evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. Investigation could not duplicate customer stated problem. However, replaced motor assembly as a preventative measure, because the parts were over 8 years old. Service's also replaced the pump top case, plunger cases (cracked), plunger cable (damaged), position pot, worm gear (old blue gear), clutches and leadscrew.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited motor not running error and had damaged top case. It was reported that there was no patient involvement.